Event description:
The plaintiff's attorney alleged that the patient experienced a severe adverse cardiovascular event, which was allegedly caused by the exposure to the product administered for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products, associated with two reportable events. The code was used to report the non-specific severe adverse cardiovascular event.